Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered that fluid leaked from the cassette onto the cassette door of the clinic¿s cycler after ending a patients peritoneal dialysis treatment. There were no reported alarms prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The clinic was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. Additional information was requested but has not been obtained. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered that fluid leaked from the cassette onto the cassette door of the clinic¿s cycler after ending a patients peritoneal dialysis treatment. There were no reported alarms prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The clinic was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. Additional information was requested but has not been obtained. The cycler was scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the accelerated stress test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The internal inspection of the cycler showed that there were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the encountered dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
Corrected information provided in h10. A review of the device history record (DHR) found that the disinfection form (p/n 507957) marked "fluid leak" by return goods. Mushroom head check passed 06/21/2019.

Event description:
It was reported that a peritoneal dialysis nurse (pdrn) discovered that fluid leaked from the cassette onto the cassette door of the clinic¿s cycler after ending a patients peritoneal dialysis treatment. There were no reported alarms prior to the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. Fluid was discovered in the pump module area and on the external of the cassette. The clinic was advised to discontinue the use of the cycler. A new cycler was issued to the clinic. Additional information was requested but has not been obtained. The cycler was scheduled to be returned to the manufacturer for physical evaluation.